Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1811233. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the stopper was observed defective and stuck against the barrel wall. It has been determined that this incident resulted due to an error during the assembly process which caused a misalignment and resulted in incorrect assembly of the stopper component. H3 other text : see h.10

Event description:
It was reported that the bd emerald¿ 2ml syringe experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: we have noticed a problem with one of the 2 ml emerald syringes (ref: 307727) from lot 1811233. The rubber part of the plunger seems to have melted, which makes the syringe unusable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd emerald¿ 2ml syringe experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: we have noticed a problem with one of the 2 ml emerald syringes (ref: 307727) from lot 1811233. The rubber part of the plunger seems to have melted, which makes the syringe unusable.